Manufacturer narrative:
Date sent: 02/22/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming properly. They were not holding. Used a new device to complete the procedure. There was no pt consequence.